Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented back to the electrophysiology laboratory on (B)(6) 2018 for extraction of model 4555 left ventricular (lv) lead. The lv lead history was significant for fracture, pacing impedance measurements that were greater than 2500 ohms and non capture. The chronic device was being explanted due to therapy upgrade. A venogram was done which showed that the vessel was occluded. During the laser extraction procedure, the model 4555 lv lead broke. The physician elected to use an abandoned model 4137 right ventricular (rv) lead as a guide for retrieval of the model 4555 lv lead. During the attempt to retrieve a segment of the model 4555 lv lead, the model 4137 rv lead broke. Shortly thereafter, the patient became hypotensive and a call was made for a cardiovascular surgeon. The chest of the patient was opened and a perforation of the innominate vessel was identified. The innominate vessel was repaired and the remaining segments of both leads were retrieved by the cardiovascular surgeon. Two epicardial pace sense leads were connected to a replacement device. The patient was scheduled for additional surgery the following day due to the possibility of additional bleeding. The device was checked one day post extraction procedure, and no issues were identified. The local representative was informed that the patient had died on (B)(6) 2018 from lv lead extraction complications.